Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received insulin flow blocked alarm during bolus. The customer's blood glucose was 129 mg/dl at the time of incident. Customer also reported issues with auto mode feature. Troubleshooting was completed and could not find source of issue. The insulin pump will not be returned for analysis.